Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed reservoir access issues due to residue; the reservoir access was intermittent. Residue was found in the reservoir. A proximal segment of the catheter was returned; no brown substance was noticed when the catheter was returned. Analysis of the catheter segment revealed no significant anomaly/acceptable catheter testing.

Event description:
It was reported that the hcp (healthcare provider) was able to aspirate the reservoir (expected volume was 3.3 cc; actual volume was 4.5 cc), but unable to fill it. The hcp was certain that she was in the reservoir fill port and had aspirated out all of the existing drug prior to trying to refill the pump. She had already tried a new refill kit and reaccessed the reservoir fill port. It was later reported that the hcp performed the locked reservoir valve procedure and was still unsuccessful with filling the pump. It was later reported that the hcp tried a new refill kit with another locked reservoir valve procedure, but was still unsuccessful with refilling the pump. The patient had not undergone any hyperbaric treatments and there was no particulate matter in the intrathecal drug. The pump was delivering lioresal and bupivacaine. It was later reported that the hcp (healthcare provider) pushed 3cc of preservative free saline into the pump and ¿this seemed to do the trick¿, but the doctor feared it would be a temporary fix. The doctor determined that it must have been the combination of baclofen and bupivacaine causing the block. The doctor did not want to risk any future complications and replaced the pump. The patient had no symptoms related to the event. The patient status was reported as ¿alive ¿ no injury¿. It was later reported that 7.6 cm of the sutureless pump connector was replaced during the procedure because the doctor suspected the connection at the pump was loose. There was some brown residue at the point of connection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n197000, implanted: (B)(6) 2009, product type: accessory. Product ID: neu_refillkit_acc, lot #: unknown, product type: accessory. Product ID: neu_refillkit_acc, lot# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.